Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to cracked end cap. Unable to confirm prime or fill anomaly due to compromised force sensor system alarm. Device received with broken battery tube thread, broken reservoir tube lip and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting out during the manual prime process. The blood glucose level of the customer was 319 mg/dl. The customer was assisted with the troubleshooting. The customer stated that the insulin pump was stuck in rewind complete/bolus delivery loop. The insulin pump will be returned for the analysis.